Event description:
It was reported a fecal management system was inserted into the pt, with formed stool, in order to administer an enema. The hospital staff attempted to administer a one thousand (1000) milliliter lactulose enema; however, once injected, the fecal management system did not retain the lactulose solution, even when clamped. No further info was reported.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Additional pt/event details have been requested. Should additional info become available, a follow-up report will be submitted.